Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing and the cannula assembly fully deployed. The adhesive pad and adhesive pad's welds were inspected and no abnormalities were found that would result in a failure of the adhesive pad to adhere. The cause of the reported adhesive pad failure could not be determined. Additionally, no damages or defects were found with the needle mechanism, bottom housing, and adhesive pad that would contribute to a dislodging of the cannula. No other damages or defects were found that would result in a failure to deliver insulin. The data shows an 0x1c alarm was generated during the device's run, indicating the pump had reached the pump expiration time. The download data confirmed the device ran for 80 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 15 mmol/l (270 mg/dl) while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, the patient gave manual injections of insulin using a pen.